Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory the complete lead was returned and there was blood/body fluid noted in the lumen. A portion of the guidewire was returned stuck inside of the lead. The silicone tip of the lead was missing, it appears that it was torn off. X-ray images should that the lead was stretched to the point of fracture near the tip of the lead. This finding was likely from being pulled with force. Evidence suggests that the tip may have been caught in a tight or constricted area and was pulled to the point of breaking while trying to be removed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. It was reported that the whisper wire was unable to be pushed out from the lv lead. No adverse patient effects were reported.